Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 160-180 mg/dl with moderate ketones. Cause of elevated bg level was unknown; however healthcare provider believes customer was coming down with a virus. Bg was treated with an unspecified intravenous treatment. Reportedly, customer left the ER 2 hours later with customer in stable condition.